Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked catheter was able to be confirmed by the photo. The photo highlighted two kinked locations on the catheter extrusion, one of which was directly adjacent to the juncture hub. However, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked catheter was confirmed by visual inspection of the customer supplied photo. The image shows a catheter with a kink in the body located adjacent to the juncture hub, however, full complaint verification testing to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature

Event description:
It was reported that: "PICC was placed and 2 days later it was kinked in multiple places. A new PICC was needed to be placed. The therapy was delayed, interrupted. The account is saying the PICC is too soft." There was no reported patient harm or consequence. Associated complaints 9680794-2024-00911 and 9680794-2024-00811.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "PICC was placed and 2 days later it was kinked in multiple places. A new PICC was needed to be placed. The therapy was delayed, interrupted. The account is saying the PICC is too soft." There was no reported patient harm or consequence.